Manufacturer narrative:
Product event summary - the device was returned and analyzed. The actual longevity was less than 80% of the 99.9% longevity limit. The device was fully functional, with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Event description:
It was further reported that the device had possible early battery depletion and was explanted and replaced.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable cardiac monitor was unable to be interrogated or communicated with. They were unable to get any reading at all with a programmer. The device remains in use. No patient complications have been reported as a result of this event.